Manufacturer narrative:
Correction: section b date of event additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 2.2 bearing cage was broken. A field service engineer (fse) removed all cubies using the hardware test application (hta). Fse removed half-height drawer and replaced with a new one. Fse rebooted the station, and the cubie were loaded again in hta. Fse verified functionality in hta, and the test was completed. Fse application launched successfully issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was repeatedly failed and unable to recover the failed storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was repeatedly failed and unable to recover the failed storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.